Event description:
It was reported that before use cardiosave intra-aortic balloon pump (iabp) touch screen on the display pcb malfunction. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4,d9,g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields-b5, e1(event site telephone), h6(medical device ¿ problem code). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) at this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) repair was required. Issue occurred before use on patient hence there was no patient involvement.